Event description:
It was reported that the implanting physician was unable to reinsert the stylet in a lead approximately 6 weeks ago. It was stated that the lead was left in place because impedances were good and physician felt they could work with the positioning. Additional information was requested, but was unavailable at the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory; product ID 387445, lot# va02vge, product type screening device. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# vs03thq, product type lead; product ID neu_stylet_acc, product type accessory; product ID 387445, lot# va02vge, product type screening device.

Event description:
Additional information received reported that the procedure occurred on (B)(6) 2013. There were two potential lead kits involved and there is 'no way to tell' which one at this point. The hcp was able to get the straight white stylet in and get the lead back into place so the trial was not compromised. The trial failed but it was due to therapy failure as opposed to getting therapy in the right place.